Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.2 drawer controller board was faulty. A field service engineer upon arrival the entire station was down and would not power on. Upon inspection, drawer 4-2 was identified as preventing the station from fully powering on. The sub-drawer controller was tested using a multimeter and measured 0.4 ohms. The station was shut down completely, and the drawer controller was replaced. All components were reinstalled, and the station was powered on. Diagnostics were then run and passed successfully. The station was released back to the customer, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station powered off unexpectedly, and the rss status displayed as offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.